Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error 315" was caused by a breakage of image sensor unit including disconnection by stress of repeated use external factors or handling or that the components including integrated circuit chip and capacitor mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: "the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonvideoscope had an e315 error code. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an e315 error code. The additional findings are as follows: water tightness was lost due to a cut on switch 2, upward/downward angulation control know cannot be locked securely due to wear of lock engagement lever, scope circuit board was not displayed, connecting tube had a scratch, probe cover had a scratch, scope connector cover had a scratch, image guide protector had a scratch, scope cover had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, scope connector had a scratch, universal cord had a scratch, switch box had a scratch, suction cylinder was shaved, scope connector was dirty due to water leakage, forceps elevator had a scratch, forceps elevator knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had a scratch, control unit had discoloration, control unit was dirty due to water leakage, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob is out of standard value due to wear of the angle wire, bending angle in up direction does not meet the standard value due to wear of the angle wire, scope connector was dirty due to water leakage, forceps elevator knob had a scratch, and universal cord was dirty due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.